Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc), therefore omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the failure of the ccd unit, inner circuit board, or video system center. If additional information becomes available, this report will be supplemented.

Event description:
The user found that the endoscopic image disappeared when the user operated the angle of the device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.